Event description:
It was reported that the patient experienced a pleural effusion, which was drained and turned out to be blood. The doctor determined it was due to implant procedure. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.